Event description:
The source literature reported that from 2016 to 2020, 628 patients across 66 italian healthcare facilities were implanted with emblem subcutaneous implantable defibrillator (s-ICD) systems. Over a median of 43 months of follow-up appointments, 10% of patients received inappropriate shock(s), the majority of which were managed without surgical intervention required. The specific cause of the shock(s) was not provided. Premature battery depletion was noted in 8% of patient which was resolved by surgical replacement of the device. Another 4% of patients experienced unspecified device malfunctions. Please note that this study is still in the draft stage and no further information was provided regarding the specific serial numbers of the devices nor the healthcare facilities involved. No serious adverse patient effects were reported.